Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from healthcare professional of a clinical study reporting that high impedance values were identified using the device interrogation reports for the study visits on (B)(6) 2018 and (B)(6) 2018. No further complications were reported as a result of this event. Electrodes 8, 9, 10, 12, 14 screening visit/report date = (B)(6) 2018, amplitude = 0.7, impedance > 10,000 amplitude = 1.5, impedance > 20,000 electrodes 8, 9, 10, 12, 14 baseline prog 1 visit/report date = (B)(6) 2018 amplitude = 1.5, impedance > 20,000.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) of a clinical study via a manufacturer representative. It was reported that the programmer was functioning correctly. When they were reviewing the ¿summary report¿ for the impedances, greater than 40,000 ohms was not listed because zero was the reference electrode. The manufacturer representative stated that there were measurements greater than 40,000 ohms that they just did not see at first. After troubleshooting and reviewing the report, it was determined that all was normal. It was further reported that the correct event date should be noted as (B)(6) 2018 instead of (B)(6) 2018. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. There were out of range impedances on electrodes 8, 9, 10, and 13 that were greater than 10,000 ohms. Impedances were ran at 0.70 volts and 1.5 volts. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. These electrodes are not used at this time for the patient to have pain relief. The issue was resolved and the patient was noted to be alive with no injury. There were no patient symptoms reported and no complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) of a clinical study reporting that when the device was interrogated on (B)(6) 2018 high impedance values were identified using weekly impedance report for device reports. Electrodes 8, 9, 10, 11, 12, 14, and 15 had impedances of >10,000 ohms at amplitude of 0.7. Electrode 11 was in range at 1.5v on device interrogation on (B)(6) 2018.

Manufacturer narrative:
Product ID: 8840, serial# unknown, product type: programmer, physician. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. Information was reported that the rep was seeing >40k ohms on the report after running an impedance test, but was not seeing them on their clinician programmer (cp). The rep ran test at an unspecified starting voltage (assumed to be 0.7v, default), increased voltage to 1.5 and 3.0 and observed some impedances around 10k on the their cp. The rep did not understand why values of >40k were not displayed on their cp. It was reviewed with the rep to look at the out of range (oor) results section of the cp. The rep stated she must have been mistaken and didn't review this section. No further complications were reported. No patient symptoms were reported.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. It was reported that high impedance values were identified using a weekly impedance report received on (B)(6) 2018 for device interrogation reports uploaded via npu. The device was interrogated on 17-jul-2018 and showed impedances oor at 3v with the following values: 8 <(>&<)> 10 > 40000 8 <(>&<)> 10 > 40000 8 <(>&<)> 14 > 40000 8 <(>&<)> 14 > 40000 9 <(>&<)> 10 > 40000 9 <(>&<)> 10 > 40000 9 <(>&<)> 14 > 40000 9 <(>&<)> 14 > 40000 10 <(>&<)> 12> 40000 10 <(>&<)> 14 > 40000 11 <(>&<)> 14 > 40000 12 <(>&<)> 14 > 40000 13 <(>&<)> 14 > 40000 it was unknown what actions were taken and what the outcome of the event was at the time of the report. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that there was an out of range impedance and contact 13 impedance was greater than 10000 at 0.7 volts. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that impedances on electrodes 8-15 were all > 10 ,000. The rep used the opposite lead to program and the issue was resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The aware date of the information in the supplemental regulatory report submitted on 2018-07-26 was corrected to 2018-07-09. If information is provided in the future, a supplemental report will be issued.